Event description:
When the device was used during a laparoscopic nephrectomy, it fired fine but as it was pulled out of the trocar the cartridge fell out of the stapler. The case was completed with a new stapler. There was no consequence to the pt and one device is being returned.